Manufacturer narrative:
Most probable root cause is the wear of adhesive on the tip of the c-mac blade caused by reprocessing. Consequently, the flat glass falls out and liquid is entering the blade and affects the electronic and forces the led to fail/ light dimly. Additionally, the image becomes worse (blurs/ shadows) due to the liquid ingress. The additional detected mechanical failures/ defects are caused by handling of the customer. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9 on october 10,2024 the evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light failed during intubation which caused a delay between 15 and 60 mins. Furthermore, the lens was missing. The location of the lens is unknown. It was confirmed that nothing fall into the patient. No harm to patient, user or third reported. Due to the fact that the location of the lens is unknown, this case is deemed reportable as a precautionary measure.